Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during use on a patient this 980 ventilator emitted smoke and ventilation stopped. A photograph of the direct (dc) to dc converter printed circuit board assembly (pcba) was reviewed and determined that there was thermal damage to c83 capacitor. If this occurs during ventilation, the ventilator response would be a loss of ventilation to the patient an may cause the reported smoke. The cause of the event was isolated to damaged capacitor c83 in dc-dc converter pcba. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use on a patient this 980 ventilator emitted smoke and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Section h3 updated due to device evaluation. Section h6 evaluation codes method (annex b) and result (annex c), additional codes added due to device evaluation. Component code (annex g), removed g02005. H3: device evaluation summary was updated due to device evaluation. Medtronic conducted an investigation based upon all information received. It was reported that during use on a patient this 980 ven tilator emitted smoke and ventilation stopped. The device was available for evaluation. The service personnel (sp) inspected the ventilator, identified thermal damage on a capacitor of the direct current - direct current (dc-dc) converter printed circuit board assembly (pcba). Sp replaced the dc-dc converter pcba. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. Review of the dc-dc converter pcba image provided, confirmed that the capacitor c83 on dc-dc converter pcba was thermally damaged. If a failure of capacitor c83 on dc-dc converter pcba occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the reported smoke and loss of ventilation (lov) was isolated to a faulty capacitor c83 on dc-dc converter pcba. The dc-dc converter pcba is in scope of a existing internal investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.